Event description:
Information received indicates that the cannula had been inserted and when the introducer was removed, the luer connection on the cardioplegia delivery tubing of the cannula came off along with the introducer. The cannula was changed out with no reported consequence to the patient.

Manufacturer narrative:
Evaluation result: device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined. Analysis: without return of the product, analysis is limited. The device history review showed the product met specifications when released for distribution. A reivew of reports from the past year indicates no similar events. Conclusion: the exact cause of the event cannot be determined.